Manufacturer narrative:
Based on our preliminary investigation: an unrecoverable system interrupt occurred during a patient treatment and the treatment record was not automatically written back to the oncology information system (ois). The user manually inputted the treatment record into the ois. In this case, the ois assumed that the partially delivered dose was administered in the order prescribed in the treatment planning system. Since the scanning system re-orders the spots, this could lead to the wrong spot distribution in the affected layer. This event did not result is a misadministration or a patient harm. This failure mode could potentially cause harm if the interruption were to occur during a stereo-tactic treatment. Please note there is only one probeam site (device) in the u.s. There have been no stereo-tactic treatments planned or conducted, and there are no immediate plans to perform this treatment modality at this facility. (B)(4).

Event description:
The system delivered part of the prescribed treatment dose when a system interlock occurred. When the system was reset, the customer observed that the treatment console did not show the partially delivered dose.